Manufacturer narrative:
The surgeon did not indicate that there were any issues with the crystalens iol. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l and subjected to visual inspection. Results revealed two tears on the leading haptic plate, a tear in zone one of the optic, and a tear on the edge of the trailing plate. The inserter device was not returned. Other - torn.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens in the left eye. Intraoperatively, the surgeon noted the capsule bag was unstable due to a small tear. The crystalens iol was removed and a different iol was implanted successfully. According to the surgeon, the pt's prognosis is good. Reference MDR # 2031924-2011-00085.